Event description:
It was reported the patient was referred for evaluation and treatment of chronic pain in the lumbar and cervical regions. She began to have problems with her back many years ago and had a lumbar laminectomy and a ¿c5-c7.¿ she had ¿acdf¿ in the late 1980s and did well for a while, but then in 1999, had a motor vehicle crash that was not ¿terribly serious¿ but this, combined with time, made the pain much worse. In 2002, she had the first of two intrathecal pumps placed. (See manufacturing report number 3007566237-2013-03093 for information regarding the first pump.) In 2012, she picked up a (B)(6) dog and carried him several times. Afterwards, she began to have significant pain throughout her body, especially in her back and legs. The patient had persistent headaches since and felt something was wrong. She had diagnostic studies and work up and was referred to neurosurgery in the fall of 2012. An x-ray revealed degenerative spondylosis, degenerative disk disease, and ¿an approximate 2cm segment of lucency where the tubing did not appear intact.¿ the patient was scheduled with the neurosurgeon to have him ¿take a look in there to see if he can reconnect the catheter in some way.¿ removing the catheter entirely was also discussed. The patient was also taking oral percocet as well, but did not feel she was doing well. The health care provider (hcp) indicated he advised the patient of his ¿great concerns¿ that if the catheter was reconnected in some fashion and she suddenly began to receive the programmed dose of intrathecal medication, that she would be in ¿serious risk of overdose and even a lethal outcome potentially.¿ the hcp also spoke with the neurosurgeon hcp and his/her nurse with these concerns as well. The hcp recommended the pump ¿more or less be started over as far as re-titration.¿ it was of note that the she talked with the hcp about her concerns and did not feel he was particularly aggressive in investigating the ¿possible pump malfunction.¿ the pump was used to deliver hydromorphone and clonidine.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID neu _unknown_cath, serial# unknown, product type catheter. (B)(4).